Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department due to chest pain. Atrial lead perforation was suspected based on chest scans. Capture threshold had increased and impedance decreased with this lead. Surgery was initially planned to address this case, but no intervention was done. The patient's symptoms have resolved.